Event description:
Wife of home pt reports the pt line tubing of homechoice set separated from the transfer set during initial drain of treatment on homechoice machine. Hp discontinued treatment when system error 2240 alarm sounded. Home pt then set up new supplies to complete therapy. Wife of home pt reports no pt injury or medical intervention as a result of incident.